Manufacturer narrative:
A4 is unknown. The pump was returned for investigation and a kink was observed on the cannula near the motor housing. The cause of the cannula kink could not be determined due to insufficient clinical details. The device passed all post sterile inspection criteria.

Event description:
It was reported that after the patient was transferred to a different hospital, a kink in the cannula was visualized on transesophageal echocardiogram, restricting flows. The pump was explanted. No patient harm was reported.